Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "when the doctor uses the drill bit, it breaks by making several movements, the drill bit and the fragment that broke are sent to the equipment, no fragment of the drill bit remains in the patient. The patient did not have any affection.". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the fluted tip of the 227456000, quickset 3.8 dimtr dr bit 25mm was broken. Multiple uses under extreme eccentric loading or an off axis drilling could result in premature bending or failure of the drill bit, therefore the potential cause could be attributed to unintended use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 227456000, quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the drill bit broke.